Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: b4, d9, g3, g6, h2, h6, h10. Visual evaluation of the returned product found a hair like debris is the sealed sterile packaging. Review of complaint history found no additional related issues for the reported part and part lot combinations. The condition of the device when it left zimmer biomet is considered non-conforming to specification. The root cause of the reported event can be attributed to packaging operator not following the work instructions provided. This complaint was confirmed by evaluation of the returned product. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in the process of being returned to zimmer biomet for investigation. Once the investigation has been completed a follow-up MDR will be submitted report source: (B)(6).

Event description:
It was reported that during an initial hip procedure the device package was opened and passed into the sterile field. The scrub nurse noticed a hair on the implant, the surgery was finished with a backup device. A surgical delay of approximately 2 minutes was noted. Attempts have been made and additional information on the reported event is unavailable at this time.